Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted with chronic driveline infection, elevated lactate dehydrogenase (ldh) and possible hemolysis, perhaps secondary to chronic infection. The patient remains in the hospital for treatment of the driveline infection.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.